Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This patient was also implant with gore tag thoracic endoprosthesis (tg3715/lot# 04400226).

Event description:
As reported, in 2007, this patient was implanted with gore tag thoracic endoprosthesis. In 2008, a distal type I endoleak was observed. At approx 3 days later, the patient underwent a reintervention in which a celiac to superior mesenteric bypass was performed, followed by the implantation of a gore tag thoracic endoprosthesis. The distal type I endoleak was noted to resolve. The patent is in stable condition.